Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.

Manufacturer narrative:
Correction h6 result code, conclusion code. Additional devices listed in this report: inbone tibial stem base, mid size stem, top stem. The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT scan shows loosening of the tibial component (radiolucency all around the stem with a sclerotic lining) and subsidence of the tibial component. The talar component is well-seated and well-fixed to the talus. There are no signs of problems with the pe-liner, although CT-scan is not appropriate for definitive assessment. I suggest the loosening is contributable to patient-related factors. The device as such looks to be intact.¿ based on investigation, the root cause was attributed to a patient factor related issue. As noted by a medical professional, radiolucency could be found all around the tibial stem with a sclerotic lining. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The current instructions for use states: "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation." Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.